Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 500 mg/dl. Customer mentioned the device alarmed failed battery test alarm. Customer had tried different batteries. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification and passed the off no power tests. The pump was monitored and tested with no failed battery tests noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, slightly corroded battery tube and minor scratches on the display window.